Event description:
It was reported that prior to a surgical procedure at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Another product was used to conduct the procedure.

Event description:
It was reported that prior to a surgical procedure at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Another product was used to conduct the procedure.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Manufacturer narrative:
The reported run-on of the device was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, it was found that the shafts of the trigger sleeves were interfering with the trigger actuation, which can cause the reported event.